Manufacturer narrative:
Updated information: d1 brand name updated.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: fluid leak-side arm: the cause of the issue was not established as no product was returned for analysis.

Manufacturer narrative:
D4. Serial and primary UDI number corrected.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that during support, an impella 5.5 was observed to have a small leak at the purge side arm. The side arm was noted to be sticky due to dextrose from the purge solution. No device alarms or performance issues were reported in association with this observation. No signs or symptoms of patient injury were reported, and no patient harm was reported in association with this event.